Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and device tip were microscopically and visually examined. Inspection found the sheath had a kink 6.5cm distal of the strain relief. The device tip was folded back upon itself and the tip of the device was crushed and there was damage to the polytetrafluoroethylene (ptfe) on the inner sheath wall. Product analysis confirmed the reported event of a sheath kink as a kink was present in the returned device.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The (was) was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.